Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During rf in left atrial, a cardial tamponade was detected. Two pericardiocentesis was performed and the patient was hospitalized to follow up patient progress. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.

Manufacturer narrative:
(B)(4)